Manufacturer narrative:
The investigation is ongoing. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
C-clip on back of insert trial became loose and was left in the patient.

Manufacturer narrative:
Additional narrative: this complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Examination of the returned trial liner confirmed the screw and snap ring components fell out of the liner. The user over-tightening the threaded insert during use and intentionally disassembling the snap ring from the screw for surgical preference or cleaning are suspected root causes. Dva-106257-hhe was conducted in november of 2011. Requests for additional investigational inputs were made in accordance with wi-7915 appendix a. No additional information was obtained. The investigation did not establish the need for corrective action based on no immediate patient risk, the low frequency of reported events, and suspected customer misuse as the root cause. No evidence was found of product or design error as a contributing factor. All subsequent complaints regarding failures within the pinnacle trial liner product family will be monitored under sep 419 post market surveillance. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.